Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited noise and over sensing in the atrial channel. The patient would be monitored.

Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
Additional information reported stated that the cause of the noise was due to a connection to the device headers atrial channel. This was identified during an unrelated event and upgrade procedure on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.